Event description:
A consumer's husband reports that his wife has been noticing a flickering light following an intraocular lens (iol) implant surgery. Also, right after surgery, she had a twitch that resolved after two weeks. He states her vision is good. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis. The device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was contacted. This report was mailed to FDA on: 06/18/2008.